Manufacturer narrative:
Analysis of the implantable lead [s/n: unknown] found conductors #4 - #7 were broken 7.9 cm from the distal end, and conductor #4 was broken 1.6 cm from the proximal connector at the #4 connector weld site.

Event description:
Additional review of the event determined the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3550-29, product type: accessory. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4). The lead was returned, but no device analysis was performed; the device met risk based criteria.

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient had two implantable neurostimulators (ins) explanted due to failure. The patient's relevant medical history included complex regional pain syndrome type I. The first ins was noted to have been removed for normal battery depletion. Additional information received from the healthcare provider (hcp) reported the cause of implantable neurostimulator (ins) failure was determined to be a slip and fall in (B)(6) 2014. An x-ray, taken on (B)(6) 2015, showed that the lead was likely fractured. Symptoms related to the failure included increased pain in the right lower extremity. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2015-23010 and #3004209178-2015-23011 for information on the patient's explanted neuro stimulators.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.